Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Blood glucose was 241 mg/dl. The contact declined tandem technical support's offer to troubleshoot. Insulin injections were used for insulin therapy.